Event description:
Healthcare professional reported unknown side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, one opening on anterior side assessed, as fold flaw opening. Additional observations: crease fold is observed, wear abrasion is observed.

Event description:
Healthcare professional reported, unknown side rupture. Device has been explanted.